Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. It was noted that the left ventricular (lv) lead had high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.